Event description:
It was reported that the cardiac output measurements don't always match the patient's clinical picture during the operative phase. The introducer they use is the arrowguard blue psi kit ref: (B)(4). The anesthesiologists have repositioned the swan post-op if the waveform and numbers do not appear appropriate. They placed the flotrac/vigileo to the a-line and there was a very large difference in the cardiac output/index. The main "complications" are related to potential use of larger doses of inotropic medications and vasopressors that are titrated to achieve higher co/ci numbers. This leads to longer stay on the ventilator to achieve appropriate hemodynamic indicators and then potentially longer length of time in the cvsu/hospital. There were no specific patient complications reported.

Manufacturer narrative:
The device was discarded. Without the return of the device we are unable to complete an investigation of the reported event or want procedural factors may have contributed to the complaint. Lot number was not provided, therefore review of the manufacturing records could not be completed.